Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. The following MFR report numbers are related to this report: 1221359-2022-02496, 1221359-2022-02497, 1221359-2022-02498, 1221359-2022-02499, 1221359-2022-02501, 1221359-2022-02502, 1221359-2022-02503, 1221359-2022-02504, 1221359-2022-02505, 1221359-2022-02506, 1221359-2022-02507, 1221359-2022-02508, 1221359-2022-02509, 1221359-2022-02510.

Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple tests. This MFR. Report addresses test 5 of 15. The customer reported a false positive result with the ID now covid-19 assay performed with a nasal sample. The customer confirmed there was no patient harm due to the test results. Additionally, the customer reported there was a delay in the patient's treatment. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1056428 with limit of detection (lod) positive quality control x2 devices and negative control swabs x2 devices. The customer's complaint was not replicated. The manufacturing records and quality control release testing were reviewed for kit part number 190-000 / lot 1056428 and test base part number 190-430 / lot 1056428. Quality control release testing met specifications with no false positive results observed. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). Based on the evidence available, this device lot is performing as expected. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is cross contamination.